Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and obtained: did the doctor¿s caring for the patient believe that the symptoms are related to the linx? What is the specific symptom that lead to the removal of the linx? Response: her main complaint was dysphagia.

Event description:
It was reported that the linx device was removed. Explant took no more than 30 minutes. No device was replaced. There were no notable observations during explant. It is to early to know if the symptoms have resolved since explant, it is to early to determine. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2018. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 18294 was reviewed. No ncs, reworks, or defects related to the product complaint were found.